Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found evidence of reported problem. According to the investigation, the device was powered up and the pump displayed alarm ec 1720 which according to the investigation is an issue with the back-up capacitor. Service replaced the pump back-up cap to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720 to error 1720 alarm". No reported adverse effects.